Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during coil embolization of a middle cerebral artery (mca) ruptured aneurysm, the coil prematurely detached, then broke off, lodged into and occluded a distal branch of the mca causing a stroke. There was an attempt to retrieve the coil by snare device. The coil was left inside the patient. The procedure was not terminated since the aneurysm was partially coiled. Imaging confirmed the stroke. However there were no clinical impact to the patient.

Manufacturer narrative:
While there are no indications, based on DHR review, that the device failed to meet its material, assembly, labeling, packaging, or performance specifications when released, a manufacturing defect was identified during the course of the investigation that caused the device to fail to perform as expected. The device was returned within the introducer sheath. Visual examination of the returned device revealed that the main coil was not broken. However, the main coil was heavily stretched, and the suture was damaged (melt) at approximately 8mm from the etch link. The delivery wire was found to be kinked likely due to handling damage. The main coil stretch may have been perceived as a break/ detachment. The event description indicates that the broken main coil floated into the mca. As the entire device was returned the source of this cannot be determined. Therefore, an assignable cause could not be assigned to the reported coil migration, un-retrieved fragment and patient stroke. Analysis of the suture revealed a ball like anomaly which likely originated in manufacturing. It is most probable that the suture defect contributed to the main coil stretch and was perceived main coil break/separation. Because this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site, an assignable cause of manufacturing will be assigned to the reported main coil prematurely detached inside patient/broke.

Event description:
It was reported that during coil embolization of a middle cerebral artery (mca) ruptured aneurysm, the coil prematurely detached, then broke off, lodged into and occluded a distal branch of the mca causing a stroke. There was an attempt to retrieve the coil by snare device. The coil was left inside the patient. The procedure was not terminated since the aneurysm was partially coiled. Imaging confirmed the stroke. However there were no clinical impact to the patient.